Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the uncommanded bolus event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod started delivering 10 units of insulin. The patient's mother immediately deactivated the pod. No medical intervention was received due to this event.

Manufacturer narrative:
In the case description, the user mentioned receiving a 10 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of a 10 u bolus being delivered. The log files show that the iob of the system did reach over 10 u on the date of occurrence. The audit logs show that several boluses were delivered over the course of 6 hours. These boluses were mostly meal boluses with carb entries, though one bolus was seen to have a cgm reading entered as well. Review of the logs for the last bolus of 5.90 u delivered at 01:33 on the date of occurrence found evidence of interaction to open the bolus calculator, program the bolus, and confirm delivery. The logs show that the bolus button was pressed to open the bolus calculator and the total bolus amount was adjusted several times. Similar interaction was seen on all of the boluses delivered. Logs show the entry of 49g of carbs one digit at a time from 0g to 4g to 49 g, indicating interaction with the keypad to load the carb value one digit at a time as expected. Similar interaction and loading of the bolus calculator was seen for the other boluses. The logs then show that the next button was pressed to go to the confirm bolus screen and then the start button was pressed to begin bolus delivery. This same interaction was seen for all of the other boluses. The bolus record for this last 5.90 u bolus shows that the total bolus amount was manually adjusted by 2.65 u to 5.90 u, indicating that the carb amount of 49 g resulted in a bolus suggestion of 3.25 u, which is correct based on the user's insulin to carb ratio. These boluses contributed to the 10 u of iob seen by the user. A 10 u bolus was not delivered by the system and no evidence of an uncommanded bolus was observed in the logs.